Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (plug unable to stay in the back of device) was confirmed. The cause for the plug not staying completely plugged into the back of the charger/modem was a defective connector on the power brick. The root cause of the defective power brick connector cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.

Event description:
The pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the plug doesn't stay completely attached to the back of the charger/modem. The pt was issued a replacement battery charger/modem.